Manufacturer narrative:
Follow up information was received from the customer on (B)(6) 2015, stating that the customer was no longer experiencing issues with the pump battery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge was at 40% battery life. Approximately 40 minutes later, the battery gauge dropped to 1% and the pump shut off. There was no reported impact to the customer's blood glucose level.